Event description:
Prior to surgery, during the initial set-up, initial reporter stated vitrectomy cutter would not cut when the equipment was being tested. They switched to another pack. Surgery was not delayed. There was no effect on the pt.